Event description:
Regarding possible defect in abbott IV bag 250 cc 0.9% normal saline, nurse reported a loss of the drug remicaid following attempts to add drug to IV bag that they now believe to be defective. When injecting the bag with a syringe filled with the medication the entire plug/port came out of the bag--leaving the IV medication and the port/tube totally opened and exposed to the atmosphere. This resulted in spillage and contamination of the contents of the IV bag. Both the IV solution and the drug had to be wasted and was disposed.